Manufacturer narrative:
(B)(4). The field service specialist (fss) confirmed the communication error, 2011 and 2012. Fss replaced the programmed hard drive, instrument manger and modified ethernet cable assembly, which resolved the error issue with the unit. Fss also completed the preventative maintenance (pm), which batteries, filters and o-ring were replaced on the unit as part of pm. Upon completion of service, the system was found to meet amo specifications. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Through follow ups, the fss confirmed that error 2011/2012 was a result of one problem with the machine. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that communication error 2011 (error getting version strings from instrument host) and error 2012 (instrument host timeout error) occurred at start up with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.